Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 25, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufactuer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was erroneously indicated in the previous reports. The returned device was correctly reported; however, explantation details were mistakenly omitted. As a result of the patient's diagnosis, they underwent bilateral explantation on (B)(6) 2020. In section b of this report, the "other serious" selection has been replaced with the "required intervention" selection. Section d7 has been updated with the explant date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The patient received the following replacement devices post-explantation: a 525cc mentor memorygel breast implant (catalog number smpx525, serial number (B)(6) on the left side, and a 545cc mentor memorygel breast implant (catalog number smpx545, serial number (B)(6) on the right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implants (450cc on the left side; 400cc on the right side) and experienced bilateral capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.